Manufacturer narrative:
A lot history record review was completed for lots 25109942, 25111725 and 25112644, the only lots shipped to the account during the year prior to the event date. There was no nonconformance recorded in the lot history. Updated device code. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vaso view hemopro did not seal completely and the tunel filled with blood. A replacement device was not used, procedure was completed the same device. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).